Manufacturer narrative:
Product investigation summary: the investigation of the returned bone holding forceps has shown that one leg is completely broken off. There are wear marks at the front part of the legs detected. The device history record (DHR) was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The DHR review shows that the device met the specifications at the time of manufacture and distribution. The article (part 399.091 / lot 5903042) was manufactured in a quantity of (B)(4) pieces in august, 2009. As this instrument is now more than six (6) years old, it is likely that the damages were caused due to normal wear and tear over the years. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 20, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device was damaged during a procedure. The surgery was completed successfully without problems; no medical intervention was needed. When the device was received by the manufacturer it was noted that the device was broken. This is report 1 of 1 for (B)(4).